Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you identify the lot number of the product that was used? Lot number was not available. What was the volume of blood loss? Aside from the use of clamps, was any other medical or surgical intervention to treat the bleeding? (Transfusion, etc) not known the following information was requested, but unavailable: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the suture deficiency? Did the suture fray? Did the knots untie during the procedure? What caused the suture to unravel?

Event description:
It was reported that a patient underwent a femoral pop procedure on (B)(6) 2024 and suture was used. The suture came unraveled. Undoing the anastomosis. Bleeding was controlled with clamps. New product opened. Case was completed successfully. No patient harm.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Following additional information was received: the suture snapped while they were sewing with it.... It was below where the suture is swaged onto the needle. There was no tension on the suture. H6 - medical device problem code a0413 added.